Event description:
"Image guided balloon occlusion and embolization of splenorenal shunt. During the attempt to pass the 0.035 wire through the catheter, the balloon was found to have ruptured. The wire insertion was difficult as if it did not fit the catheter." Pt status: "pt was discharged but will need to return for another procedure". Medwatch report on: (B)(6) 2013: "during image guided balloon occlusion and embolization of splenorenal shunt the user experienced difficulty with the 0.035 wire being passed through the embolectomy catheter. Shortly after attempting to pass the wire the balloon was found to have ruptured."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.